Event description:
Procedure completed. Approximately, 1 cm + of peek was left in the patient. Patient felt good in post op and was released home without incident

Manufacturer narrative:
This report is being submitted to include the lot # field (d4) in section d, suspect medical device.

Event description:
Procedure completed. Approximately, 1 cm + of peek was left in the patient. Patient felt good in post op and was released home without incident.